Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a guide wire crossed the lesion, a 4.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilation. However, on initial inflation at 18 atmospheres for 20 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.